Event description:
Surgeon was drilling bone to place a screw and the drill snapped. The drill bit was not retrievable within the bone, and was left in the pt.

Manufacturer narrative:
The product involved in the event was not returned for eval, nor a lot number was provided at this point.